Manufacturer narrative:
Concomitant medical products: d334trg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range pacing impedance. The lead was reprogrammed with lead detection turned off. The lead remains in use. No patient complications have been reported as a result of this event.